Event description:
This individual received wound care at home using a wound mist device called ultramist on wounds, which was performed by a physician's assistant. After extended use of this device, this individual had a sputum culture positive for acinetobacter baumannii with oxa 23 carbapenemase and subsequently died, with pneumonia being a contributing factor. The wound care agency who used the device has had several other patients with this same organism, including people who were treated with the ultramist, so I am concerned that the device could be a source of cross-contamination between patients who also receive the ultramist, or possibly that the mist is contaminating the providers equipment that then goes into another person's home. The ultramist has a reusable piece, the "treatment wand tip", according to the IFU (https://usermanual.wiki/celleration-orporated/cp-80033-2321743.pdf), that gets extremely close/possibly touches the wound bed, so I am concerned that tip could be a cause of contamination or, again, that the mist is either aerosolizing or just causing splash/spray and contaminated other reusable equipment. This person is part of a 16 person outbreak in our region and is 1 of 4 individuals who received ultramist prior to diagnosis.